Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01761.

Event description:
The customer reported two (2) false negative results with ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Addresses patient two (2) of two (2). The customer reported a false negative result on a direct nasal kitted swab with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed on an outside location and generated positive results. Per the customer, the patient was symptomatic. Additionally, there was no patient harm due to test results. There was no delay or impact of treatment due to test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022797 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1022797 , test base part number 190-430 / lot: 1022797 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022797 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.